Manufacturer narrative:
(B)(6) 2015 10:20 am (gmt-4:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 c-ring or insulation broke off. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and signs of clinical use were observed. The c-ring was fully intact and no cut/break was observed under microscopy. Based on the returned condition of the device the reported failure "break c-ring" was unable to be confirmed. Under microscopy a visual investigation was conducted for the reported failure mode "peeled jaw." Charred blood and tissue buildup was observed on the jaw indicating clinical use. Peeling and detachment of the insulation was observed at the base of the hot jaw. Based on the received condition of the device, the reported complaint of "peeled jaw" was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 c-ring or insulation broke off. The hospital did not report any patient effects.